Manufacturer narrative:
Device was returned due to adverse event without identified device or use problem. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, and no issues were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri) level and within expected longevity.

Event description:
It was reported that a patient presented with valve stenosis alleged on the patient's implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2026. No adverse effects were noted.